Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of 548 mg/dl. An additional venous sample was obtained, from the same patient, and when tested in the facility's lab (30 minutes), measured 239 mg/dl. Patient was not treated based on the value obtained on the suspect device. Quallity control testing was reportedly performed on the suspect device, prior to the lab comparison, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.